Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
On (B)(6) 2021 a atrial septal defect procedure was performed. A 20 mm amplatzer septal occluder was chosen for the procedure. On (B)(6), one day post procedure, the patient developed conduction disturbances. An echocardiogram was performed and confirmed the occlude had embolized into the patient left ventricle. The patient was taken back to the cath lab to retrieve the embolized device via snare. The physician reported no additional consequences to the patient and reported the patient was discharged the following day.

Manufacturer narrative:
An event of the occluder embolizing into the patients left ventricle and conduction disturbance of non sustained ventricle tachycardia was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.